Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. Device manufacture date: unknown. (B)(4). Investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for label information missing due to unknown lot number. A review of risk management (B)(4) revision 13 indicates that the potential risk of this specific reported incident (syringe, label information missing) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review for label information missing due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 1.0ml 31ga 6mm 10bag 500cs was missing label information. This occurred on 10 occasions before use. The following information was provided by the initial reporter: material no:324912 batch no: unknown. It was reported that the consumer called to inquire if his insulin syringes are still good. Verbatim: consumer called to inquire if his insulin syringes are still good. Stated he does not have the product box, he has one poly bag of 10 syringes that were not opened. Consumer provided cat # but could not provide a lot # or copyright date. Advised consumer that the bd products are tested for 5 years and without the lot # and copyright date we are unable to determine the product's expiration date. Consumer stated he thought these were from 2016 but is not sure. Consumer will call his pharmacy to see if they can assist him further.